Event description:
Pt checked blood glucose using her accucheck aviva meter this morning. Pt rec'd a result of 174 the first time. Two minutes later, after coding her meter and using new stirps, pt rec'd a reading of 124. Meter is giving pt inaccurate readings. Pt states "this could kill someone by causing an over dose." Pt was a school nurse and did an experiment with glucose meters, 59 out of 100 meters gave inaccurate results. Pt has made previous report.